Event description:
It was reported that possible emi triggered an episode of oversensing that occurred on both channels simultaneously. The ra and rv lead diagnostics appeared stable, and only one ventricular noise reversion episode was recorded. Isometric testing will be performed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.